Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site and powered the system on. The fse performed system verification. The fse was unable to reproduce the error. The fse reviewed logs and observed error occurred on three separate occasions: mid-procedure and two days consecutively. The fse replaced the left master tool manipulator (mtm) to maintain customer satisfaction with the system. The system was tested and verified as ready for use. The unit was returned from the field for failure analysis due to reported errors, which were confirmed via log review, but not replicated during in-house testing. The unit passed system test, was installed on a surgeon side console fixture test platform (sftp), and then passed all the fitness test tree without any errors occurring. The unit passed 1 hour variable speed sine cycle line screening. A visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed. As a result of this investigation, failure analysis has concluded that the root cause was the slip ring, slip ring constraint, o-ring, and lower frame.

Event description:
It was reported that there was an error 32097 reported by console 1. Messaging indicated the left master tool manipulator (mtm) on console 1 was faulting. The customer reported event has no report of patient injury.